Event description:
While the device was in use on a patient, a possible adverse event occurred and staff from the facility may or may not have responded accordingly. The patient is reported to have suffered an injury and is not responsive or considered comatose.